Event description:
Customer alleges patient developed skin irritation following use of PICC/cvc securement system (B)(4) on a PICC catheter site. Customer reports patient developed fever so PICC catheter removed and cultured. Customer reports negative catheter culture results and PICC catheter was replaced. Customer reports no previous patient history of skin irritation from adhesive products.

Manufacturer narrative:
Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. (B)(4). Precautions: stop any bleeding at the site before applying the dressing. Do not stretch the dressing during application as tension can cause skin trauma. Make sure the skin is clean, free of soap residue and lotion and allowed to dry thoroughly before applying the dressing to prevent skin irritation and to ensure good adhesions. The dressing may be used on an infected site, only when under the care of a health care professional. Antimicrobial ointments containing polyethylene glycols may compromise the strength of the tegaderm I. V. Advanced securement dressing. Tegaderm i.v. Advanced securement dressing should not be re-sterilized by game, e-beam or steam methods.